Manufacturer narrative:
The force bipolar instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a segment of the conductor wire dislodged from the grip tang routing groove. The wire insulation was damaged, and the instrument passed the electrical continuity test. The protruding wire interferes with normal grip articulation, resulting in non-smooth gripping motion and the grips did not fully close. The probable root cause of a broken or dislodged conductor wire is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. Additional observation(s) related to customer reported complaint: the instrument was found to have damaged conductor wire insulation at the idler pulleys near grip tang. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that the jaws of a force bipolar instrument were difficult to open. The customer reported event has no report of patient injury.